Event description:
It was reported there was dirt on the back of the forceps lifting table that has not been removed from the ultrasound gastrovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of stain on the back of the forceps elevator which could not be removed was confirmed. Based on the results of the investigation, the foreign material could not be identified and the reason why the foreign material remained could not be determined. It was unknown if there was a deviation from the reprocessing procedures written in the instruction manual. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.